Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a persistent hematoma at their right axillary access site for five days. The patient was taken to the operating room for evacuations/washouts to manage the condition. The patient survived the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.